Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing the infusion set, with the device indicating ¿high¿ glucose for approximately three hours and later showing 245 mg/dl with a downward trend; the device alerted for high glucose, and troubleshooting and education were provided, including guidance that correction may require 1.5 to 2 hours after supply changes and reliance on the corrective algorithm. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview and troubleshooting focused on infusion set change timing, leak/alert checks, and confirmation of correct meal announcements. Investigation of this case revealed no device malfunction and a likely transient period of elevated glucose associated with recent infusion set replacement and ongoing automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.